Event description:
It was reported that: during a case, the user attempted to ventilate the pt, but could not achieve the desired tidal volume. The user had to continue to depress the fresh gas button to attain adequate pressure to ventilate in either manual or automatic ventilation. The pt was ventilated with an alternate device until being transferred to another machine to complete the case. No pt injury reported.